Event description:
It was reported that the surgeon is not seeing ingrowth on the stem. Pt experiencing pain. No report of intervention at this time.

Manufacturer narrative:
Neither the device nor add'l info is available at this time.